Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the ins battery being dead and sliding out of position was not determined and no actions were taken to resolve this as surgery was never performed due to lack of medical clearance for surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported thatthe patient met with a rep for 8 hours. Patient reported that the other part in hip has moved down her leg. It was reported her 1st battery lasted 9 1/2 years and the second one not event 3 years. Patient was told they had to replace it. Patient stated the devicedoes work however was on pain meds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the neurostimulator (ins) was falling down where patient was sitting and slid down out of position. Patient needed to replace battery and reposition it. It was reported the battery was also dead. No further complications were reported/anticipated.